Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to an unspecified malfunction. No other adverse patient effects were reported.

Manufacturer narrative:
D4 lot number: 5588181 the lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
Additional information received further reported that there was a tubing leak.

Manufacturer narrative:
A titan pump, cylinders 1 and 2 and reservoir were received for analysis. Evaluation revealed a separation in the shorter pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed this to be a separation surrounded by partial separations within abrasion, indicating repetitive contact between surfaces. Microscopic evaluation revealed partial separations within abrasion on all pump tubing. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed a group of uniform striations on the cylinder 2 exhaust tubing, indicating contact with unshod instrumentation). Testing revealed this to not be sites of leakage. Microscopic evaluation revealed partial separations within abrasion in the cylinder 2 exhaust tubing. Testing revealed these to not be a site of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. Evaluation revealed separations in the reservoir inlet tubing and strain relief. Testing revealed these to be sites of leakage. Microscopic evaluation revealed groups of uniform striations at the sites of separation. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubing were overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the shorter pump exhaust tubing at this site. A separation of this type may then allow the loss of fluid, rendering the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the reservoir inlet tubing and strain relief occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.